Event description:
The tech reported the nurse calls is not functioning. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the cable assembly is damaged. The tech replaced the cable assembly to resolve the issue. Based on this info, no further action is required.